Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received several inappropriate shocks due to noise on rv lead. Suspected insulation anomaly. Lead was explanted and replaced. The patients condition was good after event.